Manufacturer narrative:
12/22/2023, this supplemental report is being filed to update the explant date at d6b "explant date".

Event description:
This supplemental report is being filed to update the explant date at d6b "explant date". It was reported that the patient experienced discomfort with the implanted system. The system was explanted. No new system was implanted as the patient's condition was improving. There were no additional adverse patient effects.

Event description:
It was reported that the patient experienced discomfort with the implanted system. The system was explanted. No new system was implanted as the patient's condition was improving. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to update the explant date at d6b "explant date". It was reported that the patient experienced discomfort with the implanted system. The system was explanted. No new system was implanted as the patient's condition was improving. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation.